Event description:
Repair center: alleged - alarming / red light. Key failure - pilot valve is not switching. Additional malfunctions are the muffler is defective and the hose clamps and tie wraps leak.